Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v589285, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a urinary tract infection. It was stated the patient had a standing order for urinalysis and urine culture when they had symptoms. The patient was prescribed levaquin for 7 days. It was noted the patient had symptoms of urinary urgency, felt their bladder was not emptying completely, and had pressure in their bladder when emptying and burning with urination. It was reported the patient recovered without sequelae on (B)(6) 2013.